Manufacturer narrative:
Although the suspect device has been received, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp, that a speedband superview super 7 multiple band ligator was used during an egd (esophagogastroduodenoscopy) with banding, in the esophagus, performed in 2009. According to the complainant, during the procedure, the physician was unable to deploy the first band. The physician removed the device and was able to deploy a band outside of the pt. The physician re-scoped the pt with the same device and although he had difficulties getting the bands to deploy, the procedure was completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.